Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed and was not detected on the bus. No indicator lights were blinking on the back panel. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height drawer 4.1 pyxibus module control board was faulty. A field service engineer opened the back panel door and saw no light activity on the drawer. Then tested both the top and bottom drawer controller boards, and both tested successfully, proceeded to replace the pyxibus module controller board. All cables were reconnected, the device chassis was secured, and the station was rebooted. Upgraded the device firmware and waited for the application to launch. The main half height drawer 4 appeared operational. The system functioned as intended after the field service engineer repaired the device.